Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced decreased blood glucose (bg) less than 54 mg/dl which was addressed with the customer consuming carbohydrates. Additionally, the customer's husband provided the customer with juice boxes. The suspected cause for the customer's bg was unknown.